Event description:
According to the operative report this valve was explanted due to thrombus, mitral stenosis and regurgitation, and severe tricuspid regurgitation. Intraoperatively, the valve was covered with a large amount of thrombus on both the atrial and ventricular sides. The thrombus was clearly affecting the hinge mechanism of the valve and one of the leaflets fused open. The thrombus appeared to have been present for "quite some time". The atrial portion of the thrombus was carefully removed and sent for culture and sensitivity. The valve was explanted and replaced with a 27m-101. It was also noted the tricuspid annulus appeared to be quite dilated and a modified de vega technique was performed. The pt was transferred to the ICU in stable condition.